Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed with technical support specialist (tss) that an fst was not required on site. A reboot was performed, which resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer and cubie failed and required maintenance. The pyxis unit cable was not functioning, and users were able to unlock the tower but could not open the drawers. Following a power interruption, the keyboard was not working, and users were unable to access any medication. The customer attempted troubleshooting by opening the back panel and was able to open the drawers manually, but the pockets and cubies remained inaccessible. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer and cubie failed and required maintenance. The pyxis unit cable was not functioning, and users were able to unlock the tower but could not open the drawers. Following a power interruption, the keyboard was not working, and users were unable to access any medication. The customer attempted troubleshooting by opening the back panel and was able to open the drawers manually, but the pockets and cubies remained inaccessible. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.